Event description:
It was reported that during central processing the 8mm small grasping retractor instrument had a loose wire at the distal end of the da vinci arm. The customer reported event has no report of patient injury on 9/19/2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the small grasping retractor was found to be broken before the patient was even in the room upon inspection of being opened to the sterile field. The instrument was then taken off of the sterile field and replaced with a new instrument. No piece was left in the patient and no additional testing was done because the patient had no contact with the instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the proximal clevis hub. One of the broken cable segments that contains the crimp was not installed and missing in the clevis. The cable was fully broken.